Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Pseudoaneurysm and hematoma are complications which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to repair the pseudoaneurysm and additional pressure was applied to press out the hematoma. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved, and the sheath was removed. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the wire, the disc was de-deployed and the device was removed. Final hemostasis was achieved with the device. In recovery, a hematoma was observed that was > 6cm. This was pressed out but, 30 minutes later a 3 cm hematoma was observed and again pressed out. An ultrasound was performed which reveal a pseudoaneurysm which required surgery to correct. The surgery was successful and the patient was later discharged.